Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge battery packs) was confirmed. Upon investigation, the battery charger/modem would not power on. The cause was isolated to shorted u405, j601, u1000, and u1001 on the charger's bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report battery charger smelt like burning wire and would not charge her battery packs. The pt was issued a replacement battery charger/modem.